Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 181 mg/dl. The customer was assisted with troubleshoot. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, end cap address label missing, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.